Event description:
The reporter stated that the surgeon inserted a cq2015 three collamer lens. The lens leading haptic tore off upon insertion into the eye. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound.

Manufacturer narrative:
H6: evaluation codes: method: 86 - (other). A work order search was performed for the lens. A lot number search was performed for the cartridge. Results - 100 (other): visual inspection of the returned product showed that one lens haptic and some of the lens optic was torn off and missing. And there is a tear in the lens optic. Clear surgical residue/debris on the product. A lens work order search was performed and no similar complaint was found within the search. A cartridge lot number search was performed and one similar complaint was found within the search. Conclusion - 67 (no conclusion can be drawn): based on the complaint history, work order/lot number searches and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. Claim # 408879.